Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised for liner dissociation. Time to revision was 91 months components not revised: a-class(r) femoral head product ID: 38xx40xx, lot ID: not indicated. Profemur(r) cocr neck product ID: phac12xx, lot ID: not indicated. Indication for surgery was osteoarthritis. Bmi: 30.

Manufacturer narrative:
Remove patient code 3190.